Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during intraoperative recurrent laryngeal nerve monitoring during a thyroid cancer surgery (thyroid lesion resection + cervical lymph node dissection) on a patient. Anesthesia was started at 13:35, and 20 micrograms of sufentanil, 100 mg of propofol, 10 mg of etomidate, 12 mg of cinatracurine, 0.2 mg of cytonin, and 40 mg of milosone were administered. Orotracheal intubation was performed at 13:40. At 13:44, it was found that the patient's airway pressure increased, wheezing in both lungs, and then silent lungs, the heart rate increased from 55 beats/min to 100 beats/min, and the blood pressure dropped progressively. Milosone 40 mg, calcium gluconate 1 g, scolin 100 mg, epinephrine 4 micrograms, but no improvement was seen. The patient improved after the nerve monitoring endotracheal tube was then replaced with a regular enhanced endotracheal tube. Around 13:54, radial artery puncture was performed, and blood gas analysis showed no obvious abnormalities. The use of nerve monitoring was not continued. Patient is alive and not injured.